Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life. The controller was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6), h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and controller (B)(6) were not returned for analysis. Information provided by the site revealed that (B)(6) was the initial primary controller in use during the reported event and (B)(6) is the new primary controller. Review of the alarm log file revealed two (2) low flow alarms logged on 18/aug/2025 at 00:56:57 and on 26/aug/2025 at 03:44:08. Additionally, log file analysis revealed a motor start event recorded on 26/aug/2025 at 20:13:32, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on 26/aug/2025 at 06:01:51 and at 13:44:25, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller had been in use for more than two (2) years. Log files also revealed one (1) vad disconnect alarm logged on 26/aug/2025 at 18:45:36, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Log file analysis associated with (B)(6) revealed one (1) controller power up event without an associated motor start event was logged on 26/aug/2025 at 07:35:27, followed by one (1) vad disconnect alarm logged at 07:35:33, indicating that the controller was powered on without the driveline connected. Log files also revealed an additional controller power up event with an associated motor start event that was logged on 26/aug/2025 at 20:11:00. Review of the event log file revealed that, prior to the controller power up events, the controller last had power on 26/oct/2022, indicating that the controller power up events likely occurred during the reported controller exchange. Two (2) additional vad disconnect alarms were logged on 26/aug/2025 at 20:09:03 and at 20:11:05, indicating that the controller was powered on without the driveline connected. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the low flow event. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to the controller being powered on without the driveline connected, likely in p reparation for the reported controller exchange. The most likely root cause of the controller power up events can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-may-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 07-may-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that log file review revealed a motor start with parameters outside of the typical range. The ventricular assist device (vad) also exhibited low flow alarms. The vad remains in use.